Event description:
It was reported that the user experienced repeated occlusion alerts on the ilet during infusion set use, with the healthcare provider noting multiple infusion set changes in a short period and the caregiver inquiring about air in the cartridge as a potential cause of occlusion. Symptoms included disrupted insulin delivery consistent with occlusion. Outcomes included the need for repeated infusion set replacements and device troubleshooting support. Investigation included review of device alerts, user education, and troubleshooting focused on infusion set function and cartridge preparation. Investigation of this case revealed that air in the cartridge can contribute to occlusion and that symptoms resolved after supply changes. It was concluded that an occlusion of the insulin pathway occurred and that replacement of supplies and user education addressed the issue.